Manufacturer narrative:
A complete lead was returned in one piece. Electrical testing, visual, and x-ray analysis did not find any anomalies except procedural damage. Further information was requested but not received.

Event description:
It was reported that the right ventricular lead was explanted and replaced due to dislodgement.